Event description:
It was reported that during the removal of an abdominal mass "on a thick pedicle, doctor used 2 hands to drive the iblade." Doctor commented that it was very thick. On the next firing, he noticed the top jaw had been dislodged and the iblade couldn't bring the jaws together anymore. No patient consequences were reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-beam missing. During mechanical testing, when the jaws opened and closed but when the knife blade was advanced and was retracted when the jaws were opened. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The missing I-beam may have caused the issue of the jaws not opening and closing.